Manufacturer narrative:
The device will not be returned. If additional information becomes available, it will be provided in a supplemental report.

Event description:
It was reported that the drill bit broke during surgery. Attempts made to retrieve the broken part from the patient were unsuccessful; the broken part was left in the patient. No adverse consequence to the patient has been reported.

Manufacturer narrative:
The reported event could be confirmed, since the tip of the drill is broken, as reported. The edges are slightly damaged just proximally from the breakage area. There are nicks and dents all over the edges visible. The breakage surface reveals typical characteristics of a brittle fracture i.e. Relatively smoother surface at the center than at the edges. Since the breakage was brittle (sudden) in nature, there is evidence of abrupt features especially by plateau on both sides of the fracture face. Furthermore, this device has been manufactured in october 2010, which means it has been used for over 10 years. The normal wear of the device could also have participated in the reported breakage. Based on investigation, the root cause was attributed to a user related issue. The failure was caused by a mix of natural wear and mishandling due to overloading of the device. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the complaint report will be updated.

Event description:
It was reported that the drill bit broke during surgery. Attempts made to retrieve the broken part from the patient were unsuccessful; the broken part was left in the patient. No adverse consequence to the patient has been reported.